Manufacturer narrative:
Batch review performed on 19 february 2018. (B)(4). Preliminary investigation performed on 20 february 2018 by r and d project manager: it is not possible to determine the real cause of the complaint in the absence of the piece. The pieces included in the batch mat 16601 resulted in compliance to the current control plan. The surgical technique recommends to refrigerate the saw blade during resection in order to avoid overheat of the cutting guide with the risk of deformation. The surgeon has also to verify the compatibility between the cutting slot and the saw blade before to introduce and use t to prevent damage and wear of the guide with the risk of release of plastic debris.

Event description:
The slit of 4in1 cutting guide was shaved during femoral bone cut with 1.19 mm bone saw blade. The plastic debris detached from the guide were removed through a wash out.